Event description:
In 2008, this pt was implanted with gore excluder aaa endoprosthesis trunk-ipsilateral leg component and contralateral leg component to repair an abdominal aortic aneurysm. On nine days later, a distal type I endoleak on the ipsilateral side was observed. On three days later, the physician performed a reintervention in which an iliac extender component was implanted to resolve the distal type I endoleak. The reintervention was successfully performed.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results- the review of the mfg paperwork verified that this lot met all pre-release specifications.